Event description:
A pericardial effusion (pe) occurred, along with hypotension. The procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a farapulse procedure. During the procedure, the physician mentioned that while attempting to line up the versacross dilator for transseptal, a drop in blood pressure was noted. They proceeded to check for an effusion with the ice catheter and confirmed that a pe had occurred. The physician then decided to drain the pericardial space and cancel the procedure. Patient was admitted to hospital and is expected to full recover. Product is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field: describe event or problem (b5), in section b: adverse event/product prob. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section: adverse event/product prob. Additionally, the device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and there were no damages to distal tip, shaft and its handle. Also, the device passed dimensional test, as all the inspection criteria of lumen internal diameter and outer shaft diameter were within specifications. The reported allegation is not confirmed from returned product as no damages were seen on dilator and images from procedure were added regarding pericardial effusion.

Event description:
A pericardial effusion (pe) occurred, along with hypotension. The procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a farapulse procedure. During the procedure, the physician mentioned that while attempting to line up the versacross dilator for transseptal, a drop in blood pressure was noted. They proceeded to check for an effusion with the ice catheter and confirmed that a pe had occurred. The physician then decided to drain the pericardial space and cancel the procedure. Patient was admitted to hospital and is expected to full recover. The product has been received at boston scientific's post market laboratory. It was further informed that the physician did not think that the versacross rf wire contributed to the effusion. Act was therapeutic at the time of the event. The patient was successfully discharged.